Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer re-used a cartridge to load on to the pump. Customer¿s blood glucose was 349 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.